Event description:
The lay user/patient's son contacted lifescan in early 2009 and alleged that the patient's meter was reading inaccurately high. The medical affairs specialist was unable to reach the patient/reporter after several attempts via phone. A letter was sent to the address provided. The son reported that the alleged issue first occurred two days prior (time not provided). The patient had obtained a result of 120 mg/dl on the subject meter/strips and took insulin (type/dosage not provided). It is not known if the patient had experienced any symptoms at that time. "Shortly" after, the patient reportedly passed out. The emt were called and the patient was tested on the emt meter with a result of 32 mg/dl. The patient was given orange juice and tested again with a result of 100 mg/dl (unclear if this test was performed on the subject meter or the emt meter). The son did not have the meter/supplies at the time of call and therefore, troubleshooting could not be completed. This complaint is being reported because the patient reportedly administered insulin after obtaining the alleged high result on the subject meter and then passed out. He was treated for hypoglycemia by the emt. The product/issue could not be troubleshot since the reporter did not have the meter/supplies with him at the time of the call.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.